Manufacturer narrative:
Information regarding suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Additional information regarding suspect medical device: the lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two following lot numbers: w4078680, manufacture date 06/08/2018, expiration date 06/08/2021. W4079849, manufacture date 06/12/2018, expiration date 06/12/2021. Information regarding PMA# den170015. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, additional information provided indicated this occurrence could be related to blood from the surrounding area clogging the catheter. The doctor was aware of the use error but due to clinical conditions could not avoid blood coming in contact with the catheter. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also state: "precaution: to: avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." The instructions for use states: "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the catheters came in contact with blood, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The devices clogged and the catheters kinked while being applied to an active bleed. The user had trouble getting powder applied to the bleeding site. The cook sales representative believes the tip of the catheter made contact with something wet and gummed up the powder, inhibiting delivery (see related MDR 1037905-2018-00358). The procedure is believed to have been completed, [and the sales representative is] not 100% sure if it was with original device, another of the same device, or a different device." The following was received 25-july-2018: "the physician said they flushed the biopsy port with air multiple times with a 60 cc syringe, and then passed the 7 french catheter down the endoscope channel. Because of the position and articulation of the endoscope, he said it made it almost impossible to not have moisture or blood near the distal end of the endoscope and biopsy port. Hemospray powder accumulated at the catheter's tip end and at the distal end of endoscope. As a result, after repeated attempts, both catheters were used and eventually kinked (see related MDR 1037905-2018-00358). He then went down with the 1t endoscope and used the 10 french catheters. They too delivered powder at the site, both clogged and kinked to a lesser extent (subject of this report). Bleeding stopped under the existing clot, which was not removed because of its position of sitting right in the middle of the bulb. Bleeding was determined to finally have stopped and patient sent to the intensive care unit. The physician states that the distal end of both scopes were curved in an arc-like position. Hemospray powder accumulated in that part of the biopsy ports. The accumulated powder then absorbed water and made subsequent passing of the catheters difficult and contributed to kinking of the catheters' tips. The procedure was completed after both kits used and bleeding stopped." An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.